Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on isometric testing, with future lead integrity uncertain. It was also reported that the right atrial (ra) lead exhibited oversensing of noise on isometric testing, with future lead integrity uncertain. Diagnostic testing/troubleshooting was performed and the ra lead was reprogrammed. Both the rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.